Event description:
In mid-(B)(6), the patient had a scheduled gastrojejunostomy tube placement. The exchange of the 18 french gastrojejunostomy tube went as planned. Appropriate position was confirmed with contrast injection. Retention balloon was then inflated. No complications were noted. Patient sent back to group home residence. The patient was scheduled for mid-(B)(6), for the next routine gastrojejunostomy tube replacement. The group home had reported no issues with the tube. On date of replacement, during the procedure, the wire was placed (no resistance noted) and discovered when stepped on fluoro that the j-tube portion had detached from the g-tube portion. The interventional radiology team was able snare the broken existing j limb and remove it. The new 18 french gastrojejunostomy tube was inserted through the existing tract into the jejunum. This was a successful replacement of a broken gastrojejunostomy tube with no compromise to our patient. Halyard health was notified of the event.